Event description:
Alleges consumer ran into his brother's chair. The angle adjustable footplate allegedly got forced up and allegedly trapped consumer's left foot between the footplate and front of the atp.

Manufacturer narrative:
Per the provider: the new part was installed and angles were perfect.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Alleges consumer ran into his brother's chair. The angle adjustable footplate allegedly got forced up and allegedly trapped consumer's left foot between the footplate and front of the atp.